Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1325mg/dl. The caller stated that the insulin pump was disconnected during her admission. The customer mentioned that she does feel this event was due to her error and not to the device. The caller was not using affected reservoir by the recall. The customer stated that her husband found her on the floor when she passed out and the paramedics were called. She stated that the same day she had surgery in her mouth and then got an infection while in the hospital because they did not give her antibiotics. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.